Event description:
The company was notified that there was difficulty in insertion of the electrode array during implantation. An x-ray showed that the helix electrode array was not in the right place. Surgery to reposition the patient's device will be scheduled. Advanced bionics is in the process of gathering additional information.